Event description:
It was reported that there was poor barrier separation with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: I have in the recent past been using cpt tubes catalog# 362753 with good success following the protocol supplied with the tubes. We recently switched to a smaller cpt tube catalog# 362760. I have used them twice and both times we did not get separation from of the red cells from the mononuclear cells. The plasma is at the top followed by the mononuclear cells and then the rbc¿s and then the polyester gel and density solution. I have tried a longer centrifugation time (30 min versus 20 min) with no successful separation.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was poor barrier separation with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: I have in the recent past been using cpt tubes catalog# 362753 with good success following the protocol supplied with the tubes. We recently switched to a smaller cpt tube catalog# 362760. I have used them twice and both times we did not get separation from of the red cells from the mononuclear cells. The plasma is at the top followed by the mononuclear cells and then the rbc¿s and then the polyester gel and density solution. I have tried a longer centrifugation time (30 min versus 20 min) with no successful separation.